Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device experienced an issue. There was no patient involvement.

Event description:
It was reported to philips that the device experienced an issue. There was no patient involvement. It was clarified by the philips representative that while performing preventative maintenance at the customer site, the fse noted a broken paddle set.